Manufacturer narrative:
The reported event of infection was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator system developed an infection and experiences a septic shock. The system was removed. The patient was stable.

Manufacturer narrative:
Correction: b5 should include septic shock.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24130, related manufacturer reference number: 2017865-2021-24131, related manufacturer reference number: 2017865-2021-24132. It was reported that the patient's implantable cardioverter defibrillator system developed an infection. The system was removed. The patient was stable.